Event description:
While the resident was being lifted with a portable ceiling lift, the stitches of the lifting strap came off and the resident fell off. No injuries were reported to either the caregiver or resident.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.